Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The physician reported that at the routine 2 month follow-up, the patient presented with a potential type ib endoleak. A re-intervention was performed where an additional extension was placed to extend the distal seal. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
At the completion of the investigation, the reported type ib endoleak from the left common iliac artery is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to be in stable condition and on surveillance. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.